Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: underweight, broken shell, red particles on the surface of the shell, part of the shell is missing. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. A striated edge opening on radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.